Event description:
The user facility reported issues with 2 devices manufactured under the same lot # and used during the same procedure. During monitoring of a pt, the transducer detached from the drain. The pt was exposed to an open system and at risk for potential infection. No pt infection of injury has been reported.

Manufacturer narrative:
To date, the devices involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.